Event description:
The device was returned for vr hardware failures. The device displayed a pump service alarm after powering on. Vr coupler was slowly rotating past the home position without any input from the operator. Log files were reviewed and found vr assembly failures. The device was opened to inspect for internal damage. The vr assembly was removed and the resistor drive was not in the 'home' position. The drive was attempted to be rehomed but could not due to the gearhead shifting during the process, indicating that the motor is faulty. The resistory drive motor will be replaced during the repair process before the device is sent to the test line for full functional testing.

Event description:
The following has been reported: biomed reported: "need service on screen." Injury/adverse reaction: no. Active infusion stopped: yes. A preliminary review identified the following issue: mechanical hardware failure (vr assembly) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.